Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/4/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how many needles pulled off suture during the procedure? : qty of product involved is one. Reason that additional samples were returned for evaluation? Are these representative samples? : no further information is available. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned sample determined that four needles product code pdpb740 were received to ethicon inc for evaluation. The product code is single-armed and on the needles, the swage and attachment areas were noted to be as expected, marks by the surgical instrument were noted on the body of the needles and no suture remnants could be observed in the barrel holes. The sutures were not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance., additional investigation summary: a winding former with three needle/sutures product code pdpb740 were returned to ethicon inc for analysis with the packaging opened. The product code is control release and each packet contains eight strands. In order to evaluate the conditions of the returned samples, the swage and attachment area of the three needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force meet the requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: one needle/suture piece of product code pdpb740 was returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected and a suture piece still was attached to barrel hole needle and the suture end was cut by sharp edge. No needle pull off was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to condition of the sample received. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please provide lot number? No further information is available. Please provide status of product return ? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle was detached from the suture when passing the needle through the tissue. It was a control release needle. The operation time was extended. There were no patient consequences reported. Additional information was requested.